Event description:
A blister appeared on the scar part that had been touched by the port of the product. The customer said this caused decubitus. After this event, the fluid was removed from the blister by centesis and the patient continued the treatment. The patient recovered by (B)(6).

Manufacturer narrative:
(B)(4)